Event description:
Customer reported experiencing alarm 2 followed by alarm 26, with an occlusion issue that caused blood glucose levels to exceed 500 mg/dl, resulting in readings displayed as "high." The customer managed the high blood glucose by administering a corrective injection using multiple daily injections (mdi) and did not require third-party assistance. The issue was resolved by changing the infusion set and cartridge, allowing the customer to resume insulin administration. Despite recurring occlusion events, the caller declined additional assistance, and technical support proceeded to close the case.